Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that there is a broken piece in the implant. The implant was placed and removed on the same day. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that there is a broken piece in the implant. The implant was placed and removed on the same day. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that there is a broken piece in the implant. The implant was placed and removed on the same day. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).